Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, a non-recoverable error 319 occurred on the universal surgical manipulator (usm) 2 and the surgeon was not able to operate the system. The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed errors 25730 and 307 occurred and the user selected "disable arm" in the logs. The tse advised the customer to reboot the system, then error 319 occurred at the usm arm 2. This error was not resolved by hard power cycle with emergency power off (epo). The site would keep using the system by 3 usms for this surgery. The procedure was completing as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 2 for failure analysis investigation. The unit was analyzed, and the reported complaint was confirmed and replicated. The usm was tested on an in-house system in normal mode where it triggered error 319. Unit was also tested on a patient side cart fixture test platform (pftp) where it failed fiber test on the rolling loop. Troubleshooting was performed with a gold rolling loop fiber installed to verify failure; the system passed all testing. Upon visual inspection, damage was found on the rolling loop. The probable root cause of error 319 may be attributed to a faulty system component. When communication through this component is interrupted, the system is placed in an unrecoverable soft-lock mode and this error can be resolved with a power cycle.

Event description:
Refer to h11 for follow-up information.